Manufacturer narrative:
This medwatch is submitted to send the additional information received. The products were returned to the manufacturer on (B)(6) 2019. Waiting for the validation of the decontamination form to analyse the product. Still in progress. The review of the device history records and the traceability did not reveal any non-conformance's to specifications or deviations in procedures that might have contributed to the reported event. Several attempts were made to the reporter to collect additional information on this event, especially concerning the use of the sterile starter awl. Yet, no answer was received. Investigation still in progress. Conclusion not yet available. Waiting for validation of decontamination.

Event description:
Roi-c : the fuse and the fuse fixator were broken from information provided: after successful implantation of the roi-c cage, the anchoring plate could not be fully seated and the cage+anchoring plates were damaged. Finally, the prosthesis was removed and replaced. There is a delay of more than 2 hours. The surgical technique was followed. Additional information from reporter on (B)(6) 2018: the current state of health of patient is good. The first anchoring plate was hard and can't fully inserted, they take it out and put another new one, but still same. The same cage was not re-implanted. They open another new one. The implant was broken and then taken out. The second box anchoring was fully inserted. The cage was properly assembled with the holder (screw tightening, cage in contact against the holder & hook properly positioned). The axis of the disc space was respected (no sagittal angulation toward head or foot direction). The surgical technique was respected for anchoring plate impaction sequence (use of impactor #1 then impactor #2). It's not possible that two anchors were implanted in the same slot. It were implanted in different slot. The patient bones are a little hard. Two level were implanted. No per-op images. Additional information received on (B)(6) 2018: the level the issue occured was c3-c4. No issue with other level. The anchoring plate that was implanted first was the superior. Additional information received on (B)(6) 2018: the anchoring plate lot 710759 reported in the zper is not involved in this complaint. The anchoring plate lot 714838 is the only lot of anchoring plate related to this complaint. Additional information received on (B)(6) 2019: the second cage used during the surgery was the same size as the first one. A parallel distraction was performed during the surgery.

Manufacturer narrative:
Correction to: a1, b5, b6, b7, d1, d2, e1, e2, e3, g3 additional information: d4 (UDI number), d10, g5 (PMA/510k), h3, h6 (patient codes, device codes, results and conclusion codes) the returned device was evaluated; however, the decontamination form was not completed correctly. As such, a complete evaluation could not be performed; however, visual inspection of the device confirmed that the cage is broken. A review of the DHR did not find any issues which would have contributed to this event. As a complete evaluation and analysis could not be performed, a cause cannot be determined.

Event description:
It was reported that after implanting the cage, the first anchoring plate could not be fully inserted. This anchoring plate was removed and found to be damaged. A second anchoring plate was used; however, this plate also could not be fully inserted. It was removed and found damaged. Additionally, the cage was found damaged. The cage was removed and a new cage and anchoring plates were inserted. There was a surgical delay greater than 30 minutes. This is report two of two for this event.

Manufacturer narrative:
The product was not returned for evaluation to ldr medical. The review of the device history records and the traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Attempts have been made to obtain more information about this case, without responses yet. Investigation still in progress. Conclusion not yet available. Not returned yet.

Event description:
Roi-c : cage and anchoring plates were broken. From information provided: after successful implantation of the roi-c cage, the anchoring plate could not be fully seated and the cage+anchoring plates were damaged. Finally, the prosthesis was removed and replaced. There is a delay of more than 2 hours. The surgical technique was followed. Additional information from reporter on (B)(6) 2018: the current state of health of patient is good. The first anchoring plate was hard and can't fully inserted, they take it out and put another new one, but still same. The same cage was not re-implanted. They open another new one. The implant was broken and then taken out. The second box anchoring was fully inserted. The cage was properly assembled with the holder (screw tightening, cage in contact against the holder & hook properly positioned). The axis of the disc space was respected (no sagittal angulation toward head or foot direction). The surgical technique was respected for anchoring plate impaction sequence (use of impactor #1 then impactor #2). It's not possible that two anchors were implanted in the same slot. It were implanted in different slot. The patient bones are a little hard. Two level were implanted. No per-op images. Attempts to obtain more information have been made but without responses yet.